Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that irrigation did not flow during the usage of ultrasound. The surgery was continued and completed after replacing the pack with another one. There was no harm to the pt. Add'l info has been requested.